Manufacturer narrative:
Section h4 (device manufactured date) has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). The sensor plug was observed to be properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode was observed. Sensor was reprogrammed and a sim-vivo test was performed. All results were within specification. No malfunction or product deficiency was identified.

Event description:
The customer reported a "no sensor detected" error message with the adc freestyle libre sensor. The customer reported experiencing symptoms of light-headed, thirst, and heart palpitations, and had contact with a healthcare professional as she had no other method of monitoring her blood glucose. The customer was diagnosed with hyperglycemia, and treated with insulin (dose/type unknown) and saline via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kits were reviewed, and the dhrs showed the freestyle libre sensor and freestyle libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a "no sensor detected" error message with the adc freestyle libre sensor. The customer reported experiencing symptoms of light-headed, thirst, and heart palpitations, and had contact with a healthcare professional as she had no other method of monitoring her blood glucose. The customer was diagnosed with hyperglycemia, and treated with insulin (dose/type unknown) and saline via IV. There was no report of death or permanent injury associated with this event.